Event description:
Related manufacturer reference numbers: 2017865-2023-23038. It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was found that both the pacemaker and right ventricular lead exhibited varying capture threshold, which had caused non-sustained ventricular tachycardia. Programming changes would be made but were not performed yet. Patient condition was stable.